Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother reported via phone call that the customer received a motor error alarm during a prime. Customer's blood glucose was 180 mg/dl. The mother could not recall any significant events leading to the alarm. The mother stated the alarmed occurred three times and then the settings were erased from the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.